Manufacturer narrative:
(B)(4). During complaint closure review, it was determined that this complaint is a reportable event. Customer complaint could not be confirmed, as no data or product was provided for investigation. The root cause could not be determined.

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report on (B)(6) 2014, upon sensor pod removal, the sensor wire remained attached to the applicator. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.